Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
A service of a citadel plus bed frame was requested by a customer representative. It was indicated that the two side rails are broken and the frame could be bent. There was no information if any patient was involved when the issue occrrued. No injury was reported. An inspection of the claimed bed frame conducted by the arjo representative at the customer side and photographic evidence provided revealed that lower arm of one of the left side rail assemblies was broken in two pieces, resulting in side rail partial detachment from the frame.

Manufacturer narrative:
A service of a citadel plus bed frame was requested by a customer representative. It was indicated that the two side rails were broken and the frame could have been bent. There was no information if any patient was involved when the issue occurred. No injury was reported. An inspection of the claimed bed frame conducted by the arjo representative at the customer side and photographic evidence provided revealed that lower arm of one of the left side rail assemblies was broken in two pieces, resulting in side rail partial detachment from the frame. Additionally, the side rail panel and pivot pin was damaged. No other issues were found. The damaged side rail was replaced and the device passed all function tests. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed because the customer stated that he is unaware how the damaged occurred. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. It is unknown if any patient was involved because the circumstances in which the issue occurred are unknown. No injury was reported. The complaint was decided to be reportable due to the side rail partial detachment.